Event description:
During the pfa procedure, communication and output issues resulted in a procedural delay. During the procedure, it was noted that the volt catheter was not connected to the current pfa generator. The catheter was replaced, but the issue persisted. It was also noted that the indicator light on the generator was orange. It was verified that the generator was plugged into its own correct power socket. It was also noted that the generator displayed a generator fault error message. Additionally, every time something was replaced, the generator was rebooted, but the issue persisted. The volt procedure began, and it was noted that there was a magnetic sensor error with the catheter that was displayed on the ensite x system. The pfa unified cable and the ensite pfa connect cable were both unplugged and re-plugged back in, but the issue persisted. The two cables were replaced, the ensite x amplifier was restarted, the port was changed from the se port to the blue port, the catheter was removed from the list and tried the autodetect, and then the catheter was exchanged, but the issue persisted. The procedure was completed without visualization of the volt catheter on the ensite x system, and there were no adverse consequences to the patient.